Event description:
A zoll pt service rep (psr) called zoll customer support to report that, while fitting an (B)(6) male pt, the pt's battery charger power plug was damaged. The pt was fitted with a replacement battery charger.

Manufacturer narrative:
Device eval of battery charger sn (B)(4) has been completed. The reported problem (power plug damaged) has been confirmed. Upon investigation the ground prong was broken on the battery charger's power supply power cord, preventing the battery charger from being powered up. The root cause for the broken ground prong could not be positively identified. No adverse event resulted from the defective battery charger. The pt received a replacement battery charger.